Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone that the insulin pump alarmed critical pump error when they were going to replace the infusion set and reservoir. A red cross appeared on the insulin pump. The buttons on the insulin pump were unresponsive. The insulin pump kept alarming when the battery was removed for an hour. The customer was unable to check the alarm history. Customer's blood glucose level was not reported. The device was not returned.